Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins). It was reported the patient hit their back on a metal loading dock. Following this he had significant radicular symptoms consisting of numbness and tingling as well as burning sensation in this left leg up to mid-thigh. Patient also reported low back pain. Patient reported he has had multiple surgeries to his right arm/wrist which resulted in significant nerve damage to this area for which a cervical scs was implanted. Patient stated the cervical scs works and has been giving him relieve. However, reported that his thoracic scs has not been working. It was determined that a revision/ reimplantation was required to provide better coverage to lumbar spine. The operation was performed on (B)(6) 2022. Patient was discharged home. On 12/2/2022 patient had an abdominal CT performed which showed some tissue swelling on right side of the ipg generator which was the new ipg inserted. Patient reports at follow up that for about 3 years both cervical and lumbar stimulators have been doing well providing a lot of pain relief. Patient reports significant improvement in overall feeling as well as locally on the right ipg generator incision site. He reports resolution of that discomfort as well as overall improvement in both upper extremity and lower extremity discomfort. All 4 surgical incisions look well, healing by first intent with no evidence of redness or discharge. Patient was seen for a physical exam and presented with incision concerns. Patient reported incisions opening up. Left flank incision and lower midline incision are healing well by primary intention. Right flank incision and upper midline incision have slight dehiscence with eschar to edges. Fibrin tissue is seen underneath. No hardware exposed over right flank incision. Patient then was presented to the emergency department on (B)(6) 2022 complaining of swelling and pain on his flank incision. Hcp listed medical history. On examination, all four surgical incisions looked well healing by first intent with no evidence of redness or discharge. No induration. The right side ipg site had some tissue swelling compared to the left but no overt. On palpation, there was some soft tissue swelling on right compared to left. The right side is the new ipg pocket incision while the left was already being scarred and was an old ipg site. No clear sign of infection. Patient was prescribed empiric antibiotics. 10 day course of cipro 500 mg. Non absorbable sutures were removed on (B)(6) 2022. Patient reached out to hcp regarding incision and was evaluated on (B)(6) 2022. Patient had mild dehiscence on right flank and upper midline incisions with thick dark scabbing. Incision was cleaned and f/u was scheduled. CT performed on (B)(6) 2023 showed no evidence of collection or concern of deep infection. Patient was examined 5 weeks after surgery but healing was not progressing well. The easiness of right flank incision with fibrin tissue gapping has not been progressing. Previous black tissue scuffed off and now incision is opening up at epidermis level. Similar fibrin tissue is shown on lower thoracic incision midline as well but incision not opening. Patient reports pain and discomfort in right flank. On (B)(6) 2023 patient presented concerns of fluid draining from right flank incision. Sample was taken and revealed gram-positive cocci on gram stain. CT scan revealed no discernible fluid collection; however, there was some streak of artifact. Patient was started on empiric antibiotics, given pain medications and discharged. Patient was then seen on (B)(6) /2023; patient reported he had improved. It was reported both right flank and upper midline surgical incisions had previous black eschar alone edges of wo und and this is now yellow fibrin tissue. No discharge was exposed over right flank. Incisions were cleaned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.